Event description:
Boston scientific received information that during the follow-up, this pacemaker and associated right atrial (ra) lead exhibited loss of capture, and pacing threshold measurements could not be obtained. The pacing impedance measurements in the daily measurements were greater than 2,500 ohms in the past week. The lead polarity was changed from bipolar to unipolar, but this did not resolve the out-of-range impedance issue. A lead fracture was suspected. The device was reprogrammed to vvi pacing and the patient will have another follow up at a later date. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
The lead remains implanted, but programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.